Event description:
The doctor claims that right after declamping, an unknown quantity of blood "spurted" (leaked) from the bifurcation of the graft. The leakage was stopped with a suture. The graft was left in. The pt is doing well now. Note: the quantity of blood lost through the graft is unattainable.